Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and a device explant was anticipated. However, the physician elected to not replace the implantable cardioverter defibrillator at this time. The patient was not dependent on the device and it was ultimately reprogrammed to ddi at 40 beats per minute. There were no reported adverse consequences to the patient.